Manufacturer narrative:
One device was received for evaluation. Customer complaint of "stuck key" confirmed with visual inspection and functional testing. Replaced power switch and harness, did not resolve issue. Replaced pwa. Due to key issue, was unable to retrieve motor odo, replaced motor as preventative maintenance. Unit passed all testing criteria.

Event description:
It was reported that the pump was alarming "key stuck- release key or remove power." The battery door had been opened/closed. All keys were pressed but patient did not note any of them to be stuck. The pump powered back on, but the alarm immediately returned. They process repeated 2 more times. The pump was powered off and the clamp closed. Patient had 5fu running and was in a clinical trial. There was no reported patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.